Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was moderately calcified and severely tortuous in mid right coronary artery. The lesion was pre dilated with 3.0 x 15mm non bsc balloon. The 4.0 x 24mm liberte bms stent delivery system was advanced, but it was unable to cross the lesion. The physician removed the device from the patient and found the stent strut lifted up. The procedure was completed with 4.0x23mm non bsc stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).